Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated and it was confirmed that the video signal cable was defective, but the cause of the failure could not be determined.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, on the investigation result, it is presumed that the event was caused by damage due to user handling because the event had not occurred at the time of the delivery. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the cable of the subject device was defective. There was no patient injury associated with this report. It was not provided the other detailed information. Olympus (B)(4) checked the subject device and identified the reported phenomenon. The video signal cable was defective, but the power cable was not defective.